Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Product discarded by the customer. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer attempted to obtain reporter's information on several occasions via email in order to clarify the event description and find out the serious (important medical event) outcome while product was used, in addition of customer's condition. Unable to establish contact with the customer at this time. No additional information was obtained.

Event description:
Arriva: (B)(6). Date of incident reported to arriva: 3/20/2017. Date complaint reported to thi: 7/17/2017. Actual complaint date: 3/20/2017. Complaint summary provide by arriva: customer stated on (B)(6) 2017 she passed out at her house early am hitting her head which caused a hematoma which incurred by erratic readings. Customer son took her to the hospital where she was tested with true metrix reading and it was 400 then hospital reading was 625. Customer said this occurred 2 months ago as well. Pt agreed to sign release of phi paperwork. Paperwork being mailed today. No lot numbers available. Customer threw away product